Event description:
A pronto v4 was used during a patient procedure. The angiography following deployment of the device showed vessel perforation. The patient was treated and the issue was resolved.

Manufacturer narrative:
Submission of this report does not represent a conclusion or admission by vascular solutions, inc. That the content of the report is complete or accurate, that the device failed or malfunctioned in any manner, or that the device caused or contributed to a death. Device not returned.